Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used during a ureteroscopy (kidney stones) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the end of the cone broke off during a laser procedure. The disengaged parts were removed using a reusable biopsy forceps and the procedure was completed with another stone cone nitinol urological retrieval coil device. Reportedly, there was no difficulty or resistance inserting or removing the device from the patient. It is unknown what laser energy was used and whether the laser came in contact with the device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Intervention required to remove device fragment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the blue / green heat shrink including the distal ball and distal stop were missing and not returned. No further testing was performed. The condition of the returned incident device was consistent with the complaint. The most probable root cause is undeterminable since there is no sufficient information to determine a root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used during a ureteroscopy (kidney stones) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the end of the cone broke off during a laser procedure. The disengaged parts were removed using a reusable biopsy forceps and the procedure was completed with another stone cone nitinol urological retrieval coil device. Reportedly, there was no difficulty or resistance inserting or removing the device from the patient. It is unknown what laser energy was used and whether the laser came in contact with the device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable.